Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. The root cause could not be determined conclusively. The manufacturer internal reference number is: 2019-88319.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
A doctor reported an overcorrection post custom refractive treatment in the right eye. 20 days post-operatively, corneal maps showed a difference of over four diopters between pre-operative and post-operative keratometry readings. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.